Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter, precluding further device investigation. Review of the previous service record revealed no issues that could have caused the reported difficulty of an iipv. Review of complaint activity revealed the customer had drained 13 ml of the last fill volume of 2000 ml during the initial drain phase, prior to delivery of the programmed fill of 2000ml. Continued complaint activity review revealed the initial drain alarm setpoint was programmed for 0ml, which was less than 70% of the last fill volume of 2000 ml. The cause of the iipv per the homechoice decision tree was determined to be false empty detect and use error: initial drain alarm setting inappropriately programmed too low (0ml). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caller reported the initial drain volume was only 13ml last night. The technical service representative (tsr) reviewed the therapy log: drain 1 drain volume was 3244ml and all other cycles were fine. The tsr reviewed the programming: fill volume 2000ml, last fill volume 2000ml, initial drain alarm setting 0ml. The tsr explained the hc was programmed to not expect an initial drain because the initial drain alarm is set to 0ml. The tsr advised the caller to contact the registered nurse (rn) to have the initial drain alarm increased. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of potential increased intra-peritoneal volume (iipv) event. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp does a midday drain but may have forgotten to do it this day. The hp was coming to the clinic today and the pdn would follow up with the hp. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. A swap was not requested.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.